Manufacturer narrative:
The cartridge associated with the event has not been received for evaluation. A review of the device history record (DHR) of the reported lot number confirmed no related defects were found during the manufacturing and the lot was released for distribution having met all product design requirements. A review of the complaint database revealed no other similar reports for this lot number.

Event description:
A report was received on (b)(6 2017 from a critical care facility regarding a broken luer on the venous line of the cartridge. The event occurred prior to use and there was no report of patient involvement.